Event description:
It was reported via lawsuit papers that a chair had broken at least twice and been repaired by employees or agents of the medical center. Reportedly, when the plaintiff sat in the chair, the chair broke, allegedly causing injury to the plaintiff.

Manufacturer narrative:
The device has not been identified by the user-facility which is also named in the lawsuit. No details on the type of injury allegedly sustained by the plaintiff is available at this time. It has not been confirmed that the device at issue is one that is marketed by co nor has the injury been confirmed, but is assumed based on the filing of the lawsuit.